Event description:
Right ruptured breast implant. A 48 year old white female g1p1 status post bilateral subglandular transaxillary gels for augmentation 9/1977. She complains of right becoming harder inferiorly after a rough mammogram in 1990. There has been no history of decreased size or trauma. But she has had 2 or 3 episodes of intermittent left burning pain. Arthralgias, (positive morning stiffness)/myalgias, paresthesias, spasms, fatigue, sleep disturbances, swollen glands, hot flashes, headaches, visual changes, dizziness, memory loss, rashes, sensitivity to sun/chemicals, shortness of breath with chronic nonproductive cough, erthrocyte sedimentation rate and easy bruising.